Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: k-wire device, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the k-wire device was stuck in the quick coupling device due to worn grip fingers. It was determined that the k-wire was damaged/broken. It was further determined that the device failed pretest for check the free movement, check untrue running, check holding power and lever geometry, check the cannulation, check the tool coupling, general condition. It was noted in the service order that the kirschner wire jammed in the coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred on the (B)(6) day in 2019. The actual month was not specified. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.